Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: white plastic pull tab of peel-away sheath broke off when attempting to peel the sheath. The PICC was pulled where the sheath broke and replaced with a new PICC and sheath. No patient harm or consequence was reported.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for investigation. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. One blue score line was also partially separated/torn. The total length of the sheath body measured to be 4" which is within specifications of 3 7/8" - 4 1/8" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The reported complaint that the peel away sheath tabs broke off was confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The complaint is reported as: white plastic pull tab of peel-away sheath broke off when attempting to peel the sheath. The PICC was pulled where the sheath broke and replaced with a new PICC and sheath. No patient harm or consequence was reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: white plastic pull tab of peel-away sheath broke off when attempting to peel the sheath. The PICC was pulled where the sheath broke and replaced with a new PICC and sheath. No patient harm or consequence was reported.